Event description:
The patient has filed a short-form complaint in a multidistrict litigation. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their left knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. The patient alleges that they suffered or continues to suffer permanent and debilitating injuries and damages, including but not limited to, severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, knee instability, difficulty walking, antalgic gait, synovitis, and other injuries presently undiagnosed which all require ongoing medical care and additional surgeries. Additionally, the plaintiff has suffered from anxiety and emotional distress as a direct result of the injuries.

Manufacturer narrative:
D10: concomitant devices: 4377543, 02-010-01-0240 - logic femoral ps cem left sz 4; 4589408, 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; 4632023, 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. H6 clinical codes added emdr section. Additional coding, 2329 distress, 4581 appropriate code not available - knee popping/clunking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Device not available for return due to clinical study guidelines. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Event description:
It was reported through a clinical study that a patient complained of instability, and had revision surgery to exchange to a larger size tibial poly insert. The study indicates that it was definitely not related to the device, but possible related to the procedure. Outcome documented as resolved.